Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The definitive cause of the user's experience cannot be determined at this time. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information. This event has been reported by the importer on MDR# 2429304-2022-00161.

Event description:
The customer reports after a colonoscopy procedure using an evis exera ii colonovideoscope and an evis exera ii xenon light source, overnight, the patient developed a perforation. The scope did not malfunction in any way during the procedure. No endo therapy devices were used in the procedure. To treat the bowel perforation, the patient had a surgical bowel resection and hospitalization. The patient's current condition is reported as "stable at time of last conversation." Case with patient identifier (B)(6) reports the xenon light source used in the procedure. Case with patient identifier (B)(6) reports the colonoscope used in the procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, a relationship between the subject scope and the reported event could not be identified. Therefore, the root cause could not be determined. Olympus will continue to monitor field performance for this device.